Manufacturer narrative:
The device referenced in this report was not returned to olympus terumo (B)(4). For evaluation. The device history record was reviewed, and no irregularities were noted. The osferion bone void filler package insert states in the adverse events section: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. Possible adverse events include but are no limited to superficial wound infection, deep wound infection, wound dehiscence, delayed union, malunion, loss of reduction, cyst recurrence, hematoma, cellulitis, conglutinate failure. This report is being submitted as a medical device report is an abundance of caution.

Event description:
The product was used in combination with local bone for scoliosis surgery. Metal fixations manufactured by medtronic (B)(4). Were also used. After the operation, fever, red flare of the operative wound and loosening of bone fixing screws were observed. Therefore, debridement was performed and the site was implanted with local bone and the product newly opened. It is unknown how the bone fixing screws were handled. The pyretolysis was observed and the favorable recovery was obtained. The primary physician did not consider that osferion caused the patient's outcome.